Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced and occlusion event, indicated by alarm 2. Patient's blood glucose (bg) displayed as high however, the specific value was unknown. Patient took a correction injection via mdi as a treatment. Patient changed the infusion set and cartridge to resume insulin administration. Patient mentioned that this event was not associated with occasional events of a bent cannulas. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.